Manufacturer narrative:
Date sent: 01/08/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, the hand switch (max button) was non-functional. Another device was used to complete the case. There were no adverse consequences to the pt.